Event description:
The customer reported a clear liquid leaked came into contact with her hands while performing a startup cycle and that no blood had been cycled through the beckman coulter act diff instrument at time of exposure. No one sought medical attention and there was no death, injury or change to patient treatment attributed to this event. The account does not have an exposure control or risk management plan in place and msds were not reviewed. There was no report of any patient samples or results being affected by this event. The customer was not wearing gloves or other ppe at time of exposure or during cleanup and there was no contact with mucous membranes or clothing. The customer stated she washed her hands following exposure and that no one else was exposed. The field service engineer (fse) found the aspiration probe leaking. The waste pump peristaltic tubing, vacuum isolation chamber were replaced and the drain system was flushed. The root cause can be attributed to worn waste pump peristaltic tubing. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).